Event description:
The pt was revised because of loosening of the hip stem, no evidence of bony ingrowth.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. A review of a provided radiograph did not identify product error. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated.